Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1avr1-delsys / expiration date: 14 aug 2022 / serial#: (B)(4) UDI #: (B)(4) device available for evaluation: no. Mfg date: 24 feb 2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was very "strong tension" felt in the delivery system and the tip of the system jumped towards the septum. The ipg was repositioned successfully. The patient then experienced a sudden drop in blood pressure and low sensing values were recorded on the ipg. Pericardial perforation, effusion and tamponade were confirmed. Pericardiocentesis was performed however the patient was not stabilised. Catecholamine was given and cardiac massage was urgently required. Finally the perforation leak was surgically closed. The ipg remained in position following the patient difficulties and the tether was cut. The patient has since left the intensive care unit (ICU). The ipg remains in use. No further patient complications have been reported as a result of this event.